Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated they had been in the hospital, they couldn't follow through with what they told me to do on the phone and they said to call back. The patient said they needed batteries and will get them when they go to the store, but they found some fresh batteries when they came home and that is what they put in last night. The patient's weight was updated. The patient also noted they had a panic attack and was seeking help when that happened. No further complications were reported as a result of this event.

Manufacturer narrative:
Correction no serious injury or hospitalization occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cause of the device not turning on was that the device¿s battery was dead. The patient had surgery for a new battery. No further complications were reported/anticipated.

Event description:
The patient reported that their device would not turn on. No further patient complications are anticipated or expected as a result of this event.